Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician experienced right ventricular (rv) defibrillation lead to device header insertion issues. Additionally, the physician expressed dissatisfaction with the location of the suture hole. Boston scientific received information from the local representative that the physician was able to resolve the lead-to-header issue by inserting the wrench into the header and then was able to fully advance the terminal pin of the lead into the header port. The physician felt that this product experience was related to a primary device issue. The available information suggest that this device remains inservice.